Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom) the device powered up normally. Conclusion: confirmed the reported event, the eeprom was corrupted. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device failed functional testing and the main board was defective. It was also noted that the ring was broken, and the screw threads were worn on the display frame. As a result the main board, ring and display frame were replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned to the manufacturer for servicing. There was no patient involvement.